Manufacturer narrative:
Information contained in this record was previously submitted thru psr on 22/jan/2019 and 22/apr/2019. A review of the device history record has been completed. No deviations or non-conformance's noted. Reason for reoperation is capsular contracture baker grade IV. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side "capsular contracture, baker grade IV", "folds", "lymph nodes", "implant rotation", "pain", and "signs of capsulitis". Treatment with singulair was given. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.10, g.1, h.3, h.6 device evaluation: the device related to the reported event of capsular contracture, device migration, crease/folding of implant and inflammation/irritation, was received on mar 17, 2020 with lot number 2944857. Visual analysis of the returned device identified, the weight the device within specification, crease flat, deformation and cloudy color in the gel. A microscopic analysis was performed which identified: no other observation observed. Based on the device analysis the final assessment is: creases are observed but have not relationship with manufacturing.

Event description:
Healthcare professional reported right side "capsular contracture, baker grade IV", "folds", "lymph nodes", "implant rotation", "pain", and "signs of capsulitis". Treatment with singulair was given. The device has been explanted.